Event description:
Physician felt resistance from the start partially through the aortic arch. When catheter on spiderx was pulled back it twisted on itselt. The radiopaque gold loop is twisted like a figure eight. Physician advanced the catheter back over the spiderx and pulled it out. No pt injury or intervention reported.